Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. During the initial implant procedure, a type ia endoleak was observed. The physician elected to implant a palmaz stent and balloon, however, the endoleak was persistent. The patient was reportedly stable when leaving the operating room and the physician will continue to monitor the patient. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative and persistent type 1a endoleak at the conclusion of the initial procedure was unconfirmed due to a lack of the relevant medical information. Requests were made for medical imaging; however, there were none available per the hospital. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported being on surveillance till one month follow up. No evidence of the secondary endovascular procedure. The device remains implanted; therefore, no device evaluation was completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.